Manufacturer narrative:
Pt's gender: unk. A company representative examined the system and was able to confirm the system message. The IV pole controller was replaced and the sla battery contacts were tightened. Replaced parts were sent in for in-house evaluation. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a problem with the IV pole not moving up or down. There was also a system message that was displayed. The system was reset but the issue persisted. The scheduled cases were completed with a stand alone manual IV pole. Additional information was received: the customer reported the system message was received while setting up the bss bottles prior to surgery. There was about a 20 minute delay while technical support was called. A manual IV pole was brought in to be used to complete the case. The patient had been sedated, but procedure had not started.